Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Additional information received stated that the patient had a fall, and that the patella was not resurfaced.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had the knee replaced on (B)(6) 2020. On (B)(6) he presented to surgeon's clinic with swelling. The patient stated he missed a step and felt a small pop. The patient was booked for an irrigation/debridement of right knee to explore any possible damage to the knee replacement. Upon inspection, the surgeon noticed ruptured sutures and an open arthrotomy. He stated nothing was wrong with the implants i.e. Loose or broken, but he would swap the polyethylene out just for safe measures. He copiously irrigated the knee and placed a new polyethylene. No problems or complains were noted. Doi: (B)(6) 2020, dor: (B)(6) 2020. Right knee